Manufacturer narrative:
Following several unscrewing of the abutment, the implant's connection became defective and the prosthetic screw was broken. That is why, ultimately the practitioner decided to remove the implant. Despite our research and requests, the practitioner doesn't have a panoramic radio. We can't analyze if the prosthetic construction is normal, with no sign of passivity. Breakage may be the result of a bad placement of the abutment in the implant and/or the application of an insufficient screwing torque on the prosthetic screw. (B)(4).

Event description:
Following several unscrewing of the abutment, the implant's connection became defective and the prosthetic screw was broken. That is why, ultimately the practitioner decided to remove the implant.